Event description:
According to the reporter, during a laparoscopic procedure, the clips were not loading or firing properly. There were only one to six (1-6) clips in the clip applier. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument had no clips in the tube, the red indicator was visible in the window and the instrument had been cycled through the end of application safety interlock. Disassembly of the instrument confirmed the firing handle had broken in a manner consistent with cycling through the end of application safety interlock. The interlock feature is designed to prevent the jaws from closing once all clips have been applied. The reported condition could not be confirmed, as the device was received fully fired, and a functional test could not be performed. Each tube sub assembly is x-ray inspected prior to final instrument assembly for presence of a full complement of clips per the standard operating procedure. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality specifications. Replication of the broken firing handle may occur if an attempt is made to cycle the handle after the safety interlock feature was engaged. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.